Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: a curved opening on the anterior side, wear abrasion and flat creases. A leak test and microscopic analysis were performed which identified: a sharp opening on the valve and a >1 mm void in non-textured valve-to shell-bond area. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior side (valve bond edge). The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.